Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2014 for the peritonitis.a batch review will be performed for the potentially associated lot number h14a30090. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): a batch review was conducted for potentially associated lot number h14a30090. There were no issues detected during the manufacturing process. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown. The patient was still in the hospital and recovering from the peritonitis. The patient was being treated with unknown antibiotics. On an unreported date, dianeal therapies were discontinued. No additional information is available. This is report 1 of 4.